Event description:
Pt admitted to hosp for removal of ruptured bilateral gel breast implants. Right breast implant (double lumen) was grossly ruptured with disruption of the silicone outer shell. The saline outer shell had ruptured. The right breast implant was totally encapsulated and calcified. Left breast implant's outer limit was ruptured and inner lumen was intact.